Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that capio rp device was used during a radical prostatectomy procedure on (B)(6) 2016. According to the complainant, the needle of four sutures used detached either during introduction or during the procedure. The needles were found inside the capio cage. Nothing was left inside the patient. A different device was used to finish the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.